Event description:
Information received by medtronic indicated that the insulin pump alarmed pump error 41. Customer was able to clear the alarm. Customer was not able to complete the rewind and it is unknown whether the customer was using the auto-mode feature. No harm requiring medical intervention was reported. The insulin pump will be returned for the analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.